Event description:
Arthritis of right knee [arthritis]. Case description: spontaneous report was received on (B)(6) 2012 from a physician regarding a (B)(6) female pt, initials (B)(6), with gonarthrosis. The pt's medical history was not provided. On (B)(6) 2012, the pt commenced treatment with synvisc (hylan g-f 20) injection, 2 ml (frequency and route not provided) into both knees. The lot number of synvisc was not provided. On (B)(6) 2012, the pt was administered the third injection. On (B)(6) 2012, the pt developed arthritis of right knee. The action taken with synvisc was not provided. The outcome for the event was not provided as of (B)(6) 2012. Concomitant medications were not provided. The intensity for the event was not provided. The reporting physician assessed the relationship between synvisc and the event as possible.

Manufacturer narrative:
The qa (quality assurance) investigation results were received on (B)(6) 2012. Evaluation summary: the product lot number was not provided; therefore, a batch record review is not possible. It is the requirement to review all finished batch records for specification conformance prior to release. Any out of specification result is identified and mitigated through the ncr process. Data is periodically presented and reviewed by individuals responsible for assuring product safety. This review has not indicated any safety issue. Genzyme biosurgery will continue to monitor adverse events to determine if corrective action is required. The benefit-risk relationship of the product is not affected by this report.